Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the drawer would not open, and the system would go to a screen stating to return medications. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue could not be recreated. A technical support specialist monitored the system and confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.